Manufacturer narrative:
The pump powered up after the battery was installed. No blank display, audio/beep anomaly or back light anomaly noted. The pump had a flashing white lcd due to a cracked lcd controller. The pump had a scratched case, a cracked case from the belt clip to the case bottom, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump had a blank display and when changing the battery it started alarming. Customer stated that the backlight does light up but the display remains blank. Blood glucose value was 8.2 mmol/l.